Event description:
It was reported that the device capture management algorithm was suspected of having raised the lead outputs due to evoked response undersensing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.